Event description:
It was reported that post-operative the patient's motoric reflexes were very poor. The patient was tested but didn't feel anything. It was thought to be a technical issue of the lead. The patient had the lead replaced the following week. It was noted the patient was "doing fine."

Manufacturer narrative:
Product ID 388928, lot# va0127j, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead (lot# va0127j) found there to be no anomaly.